Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The fsr installed a new dual temperature sensor and tested per preventative maintenance (pm). The unit operated to manufacturer specifications and was returned to clinical use. The suspect sensor was returned in the manufacturer for further eval. If additional info becomes available this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the service light came on intermittently and cooler heater unit alarmed. Since the event occurred during preventative maintenance, there was no pt involvement.